Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working intermittently. It was reported there was no patient involvement at the time the issue was discovered. It was reported that that the touchscreen was not working intermittently. The customer requested onsite service. Onsite service is currently pending. A philips authorized service provider (asp) went onsite to further investigate the reported issue of the touchscreen not working intermittently. The philips asp reseated the cable and connections inside of user interface. The philips asp ensured the cable and connections were connected properly. The philips asp confirmed the unit functioned normally after regular troubleshooting and confirmed the unit passed full preventative maintenance (pm). The philips asp reseated the cable and connections inside of user interface to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.